Event description:
It was reported that during a CABG procedure 5 sutures frayed. Additional sutures were used to complete the case. Procedure was extended by 1 hour. There were no adverse patient consequences reported.